Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c 00 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found issue was confirmed in system logs with a c 33 error on different date, which was also reproduced during startup testing. The erbe log showed c 00, m 0b, and m 12 errors. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, erbe show c-00 error after start up. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with another system.

Manufacturer narrative:
An investigation is in progress to determine the cause. The esu was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.